Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic general gastrointestinal surgery radical operation of gastric cancer, after normally installing a new load twice, the surgeon was unable to press the green button and the squeeze the handle so the stapler was unable to fire. A new device was used to operate normally. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after normally installing a new load twice, the surgeon was unable to press the green button and the squeeze the handle so the stapler was unable to fire. A new device was used to operate normally. There was no patient injury.